Event description:
It was reported when using the bd pyxis medstation system the medication was unable to recognize. The customer stated that this malfunction casued a delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication was showing as failed unit. The technical support specialist investigated and multiple attempts were made to reach out the customer. Since there was no response from customer, the case have been closed. The system functioned as intended after the technical support specialist troubleshot the device.